Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., h.6. Device evaluation: analysis of the returned device identified broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on patch and crease fold. Base on the device analysis the final assessment is: a striated broken assessed as a surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a right side "rupture", "pain", "implant moving around and poking out under the skin." Healthcare professional confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, pain, implant moving around and the implant poking out under the skin."

Event description:
Patient reported a right side "rupture", "pain", "implant moving around and poking out under the skin." Healthcare professional confirmed right side rupture. Device has been explanted.